Event description:
On (B)(6) 2021, the package and label was found broken prior to the patient.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4) piece lot in june of 2020. The returned instrument as received has the jaws and jaw pivot pin loose in a separate container from the instrument. The outer tube assembly and drive rod are bent/I damaged where the jaws would be attached. We are unable to determine what caused the outer tube and drive rod to become bent/damaged and for the jaws and pivot pin to become loose from the instrument but mishandling of this device at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot# 73d2100944 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
On (B)(6) 2021, the package and label was found broken prior to the patient.